Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11k20029 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.

Event description:
This report was received from (B)(4) and is a spontaneous consumer report with supplemental information provided by a nurse from the (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date in 2012, dianeal therapy was withdrawn. During a call with baxter customer services, the following was reported. On an unreported date, the patient was diagnosed with fungal peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. On an unknown date in 2012, the patient was discharged from the hospital. The outcome for the event of peritonitis was not reported. Per the nurse, the peritonitis was unrelated to dianeal therapy. The nurse declined to provide additional information.